Event description:
The customer reported they had received analyzer alarms and questionable results for multiple assays. The customer repeated testing on the other measuring cell of the analyzer. Of the data provided for 57 patient samples, the results for 11 patient samples tested for thyrotropin (tsh) were discrepant. All results are in miu/l. Patient sample 1 initial result was 1.3 and the repeat result was 1.9. Patient sample 2 initial result was 2.9 and the repeat result was 3.9. Patient sample 3 initial result was 6.6 and the repeat result was 8.7. Patient sample 4 initial result was 4.97 and the repeat result was 6.6. Patient sample 5 initial result was 1.01 and the repeat result was 1.36. Patient sample 6 initial result was 1.47 and the repeat result was 2.1. Patient sample 7 initial result was 3.41 and the repeat result was 4.79. Patient sample 8 initial result was 6.6 and the repeat result was 8.7. Patient sample 9 initial result was 4.97 and the repeat result was 6.6. Patient sample 10 initial result was 1.01 and the repeat result was 1.36. Patient sample 11 initial result was 1.47 and the repeat result was 2.13. It was unclear if samples 3 through 6 were the same as samples 8 through 11. Clarification has been requested. The initial results were reported outside the laboratory. The repeat results were considered to be correct. The patients were not adversely affected. The tsh reagent lot number was 16839501 with an expiration date of 01/31/2013. The field service representative determined there was a fluidic failure of the reagent system. He replaced the sv7 valve in the procell system. To verify the analyzer operation, he primed the system without errors and ran performance testing with good results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.